Event description:
Caller reported a malfunction on pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to customer's blood glucose level. Cts provided pump reset information and assisted caller with resetting pump, after which malfunction did not recur. Customer was instructed to continue using pump and to call back if malfunction recurs, and caller acknowledged and understood instructions.